Manufacturer narrative:
This is a report in relation to (B)(4), a complaint concerning a sleek product. It was reported that 'pt was (B)(6) male. The lesion was located at below the knee and it was very calcified. When he tried to use sleek, he couldn't cross the lesion. He tried several times but he failed to cross it. Therefore, he used nanocross balloon instead. Product will be returned.' The complaint product returned was reviewed by a member of our product development team. The findings are as follows: the product was severely kinked along the hypotube. The shaft was broken into two. The break was very close to the hub, which indicates that it could have been procedural related. However a definitive root cause of the defect could not be identified. As the break was not mentioned on the complaint, additional info was requested. Cordis did not manage to receive any other info from the physician despite several attempts. As stated in the complaint, there was heavy calcification involved which may also have contributed to the reported failure mode. The mfg documentation for lot: (B)(4) was reviewed and no anomalies which may have resulted in the reported failure mode were detected.

Event description:
The distributor reported the event as 'pt was (B)(6) male. The lesion was located at below the knee and it was very calcified. When he tried to use sleek, he couldn't cross the lesion. He tried several times but he failed to cross it. Therefore, he used nanocross balloon instead.' However, when the product was returned to the MFR for analysis, it was separated into two. The distributor do not know whether this happened as part of the procedure or whether it was transport related. Upon inquiring from the health care facility several times, they did not get any response.